Manufacturer narrative:
The investigation is on-going. A follow up report will be sent once the investigation is completed.

Event description:
It was reported that when the patient's relatives visited the patient to say goodbye to him, the patient then died and the station staff noticed after some time that the monitor showed a zero line but had not triggered an asystole alarm.

Manufacturer narrative:
The customer reported the delta monitor failed to provide an asystole alarm while the ECG lead displayed showed asystole. A screenshot was provided which verified the reported issue. The device was evaluated on site by a draeger technician and no malfunction was identified. ECG strips and full disclosure information was not available therefore no root cause can be determined. Additional information was provided stating there was a do not resuscitate (dnr) on file and the customer did not allege the delta monitor failure to alarm played a part in the patient death. Therefore we can exclude our device from the patient death. There are no other complaints for this issue. This is an isolated case.

Event description:
It was reported that when the patient's relatives visited the patient to say goodbye to him, the patient then died and the station staff noticed after some time that the monitor showed a zero line but had not triggered an asystole alarm.